Event description:
Pt underwent apheresis therapy for sickle cell via this catheter. Post treatment, the pt's blood was tested, no change noted in blood results pre & post blood transfusion. The catheter was removed. A manual flush of the catheter revealed a communication between the 2 lumens.